Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for fecal incontinence. It was reported that the physician had a hard time putting in the leads and, as a result, the trial patient was in a lot of pain last night. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.